Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 515 mg/dl. The states they experienced a reaction to the new set. She state there were signs of an infection. There was a lump felt in side the skin and it was turned. She states she ended up in the hospital with an infection and that may have caused the high blood glucose. Troubleshooting was performed. The product was not returned for analysis.